Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 35 mg/dl at the time of incident and the current blood glucose level was 96 mg/dl. Customer stated that a month ago, middle of the night blood glucose was 299 mg/dl so delivered a bolus then in about 15 minutes blood glucose was 27 mg/dl, then yesterday, sugar was 145 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did alleging insulin pump for over delivery. Customer stated that they did used auto mode feature at time of low blood glucose event. Customer got an alert showing insulin flow blocked earlier but not anymore. The insulin pump will be and reservoir will not be returned for analysis.